Manufacturer narrative:
E1: customer (person) address = (B)(6); customer (person) additional phone = (B)(6). E3: customer occupation = unknown. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of 'ntrap stone entrapment and extraction device' was unable to be opened during a holmium laser lithotripsy with ureteral scleroscope procedure. The issue was discovered when the user located the stone in the ureter and prepared to place the basket. It was found that the basket could not be opened in the patient. The procedure was completed using another basket. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Corrected information: h6: medical device problem code (annex a) and component code (annex g). Event description: it was reported that the basket of 'ntrap stone entrapment and extraction device' was unable to be opened during a holmium laser lithotripsy with ureteral scleroscope procedure. The issue was discovered when the user located the stone in the ureter and prepared to place the basket. It was found that the basket could not be opened in the patient. The procedure was completed using another basket. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One ntrap stone entrapment and extraction device was returned in an open, labeled package. A functional test determined basket formation could not be opened. A visual examination notes the basket sheath was kinked and flattened 2 cm from distal tip. Visual examination notes small dents in the basket sheath near the kink. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformance's related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformance's, adequate inspection activities have been established, there was objective evidence that the DHR was fully executed, and no other complaints from the lot had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information to the user: precautions: users should be familiar with and experienced in urological endoscopic surgery. Assess calculi or other foreign bodies prior to instrument deployment to ensure that object is not too large to be removed through the anatomy. If resistance is encountered while attempting to remove calculi or other foreign bodies, release the object. Do not exert excessive force on the device. Due to the asymmetric nature of the ntrap, do not torque or rotate the device in vivo. Enclose device in sheath before removing from tray/holder. Instructions for use: 1. Using aseptic technique, remove the ntrap from its outer package and place into the sterile field. The ntrap operating handle is attached to facilitate opening or closing. 2. Before insertion, retract the ntrap basket into the sheath. 3. Using direct vision or fluoroscopic control, advance the ntrap sheath beyond the stone or foreign object prior to deployment. 4. Deploy the ntrap by advancing the handle forward while holding the sheath in position. The device may now be used to minimize stone migration during laser, ultrasonic, electrohydraulic or pneumatic lithotripsy. Note: when using laser or electrohydraulic lithotripsy, a gap of at least 1 cm should be maintained between the stone and the ntrap to prevent device damage. Note: the ntrap, in the open position, may be used as an extraction device to sweep the ureter, collecting stone fragments into the bladder. The operating handle may be detached to facilitate scope removal. 5. Upon completion of the procedure, close the ntrap basket by pushing the sheath forward while holding the operating handle in position. 6. It may be necessary to gently advance the basket to release any remaining stone fragments prior to closing. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. The returned device was found to have a basket that was not functional due to sheath damage. The basket sheath was damaged near the distal end. The cause for the damage could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.